Event description:
Surgeon provided additional info stating that following implantation of the intraocular lens (iol), the lens was perfectly centered. All edges were covered by the anterior capsule. He did not feel the lens malfunctioned. The pt's symptoms were relieved by the lens exchange.

Event description:
An ophthalmologist reports that a pt had an intraocular lens replaced due to visual disturbances experienced following cataract surgery. The pt was extremely sensitive to light before cataract surgery and the surgeon feels that the flat surface of the lens together with the pt's sensitivity may have contributed to the problems they experienced. More info is being sought.